Event description:
Caller stated that she received a recall letter from medtronic regarding the medtronic guardian sensor with series of lot numbers and her device lot number is not included on the list. She stated that she is experiencing problems with her sensor because they are not working appropriately.